Event description:
Customer reported receiving a high reading of 403 mg/dl and taking insulin based on the reading. Shortly after, customer had a hypoglycemic event where paramedics were called and the customer was transported to the hosp. Customer reported being treated with soda to bring her glucose levels up.